Event description:
The lead was replaced due to noise as a result of lead insulation damage.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a partial lead was returned, measuring 17.7 cm. The partial lead exhibited normal electrical characteristics. Visual inspection noted outer insulation abrasion at 13.6 cm to 13.9 cm from the connector pin. The etfe coating on the rv cable was abraded. This abrasion is consistent with lead friction to the ICD.